Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that usb port of the pump appeared to be damaged, as the usb cable was difficult to insert into the usb port. Reportedly, the pump was not charging correctly. There was no reported adverse impact to the customer's blood glucose (bg) level. Although requested, the customer declined to provide any other information regarding issue.